Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The device posted device failure and rebooted continuously while in use. Thus, the customer replaced the device. No injury reported.

Manufacturer narrative:
The service engineer on site found the valve air to be faulty. It was replaced and sent in for investigation. One component onboard pcb way measurement system, which is part of the valve, was faulty. According to the log files this was detected by the internal monitoring of the respirator, which triggered warm starts. When a warm start occurs, the device will briefly power off and then back on. During this time, an emergency-breathing valve opens allowing for spontaneous breathing. In the event of an unsuccessful warm start or in case the ventilation stops, a continuous audible alarm would be activated and the emergency-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. With the replacement of the faulty component the reported problem is fixed.

Event description:
Please see initial report.